Event description:
Endo gia ultra 12mm misfired on third try; had to open another device.what was the original intended procedure?therapeutic bronchoscopy, bilateral sequential lung transplant, back table preparation of cadaveric donor lung; synthes plate fixation of transverse sternotomy.device #1is this a laboratory device or laboratory test?no.